Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. B5: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope, and 3.8 inspection of the endoscopic system describes the following warning: <inspection of the endoscope> 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> -when use the air / water valve 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided information regarding their reprocessing steps. The subject device was cleaned, disinfected, and sterilized prior to returning the device to olympus. There was no delay to the start of precleaning and water and air were flushed through the air/water nozzle. Additionally, the air/water nozzle was brushed with a clean lint free cloth, brush or sponge.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The connector was found damaged and caused the reported poor quality image failure mode. Additionally, as noted in description of event or problem, this unit had undergone insufficient reprocessing. There was foreign material found clogging the nozzle during the device evaluation. Other devices issues included chipping, scratching, and discoloration found on the distal end adhesive. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally sent his olympus evis lucera elite colonovideoscope due to a poor-quality image issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.